Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, high impedance was noted on the right ventricular lead. Imaging was performed and confirmed the lead connector was not entirely inserted in the header of the pacemaker. Lead revision resolved the issue. The patient was stable.